Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. It was reported that the patient had an itchy skin irritation on her back and around her breast where the therapy electrode pads sit. The patient received an ointment cream from her doctor. During a follow up the irritation was reported to be healing well. No allegation of a device malfunction.